Manufacturer narrative:
Additional information: section d: d2: unique identifier (UDI) # added as it was omitted from the initial submission. D3: manufacturer address and phone number updated from initial submission. Section g: g1: contacting office-manufacturing site address and phone number updated from initial submission correction: section b: b1: product problem selected as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product:results: the packaged stock product is not applicable for review. There was no defect and no non-conformity observed from returned product. Returned sample(s) / device inspection results: the implant was returned but not in original package. The part was visually inspected and verified to be an inclusive implant 3.7 mm x 8mmusing the radiographic template. Some bone debris was detected. No defect nor non-conformity was observed. Root cause: ."failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted. Additional follow up will be conducted to obtain additional information.

Event description:
It was reported that an inclusive tapered implant 3.7 mmd x 8 mml x 3.5 mmp failed to osseointegrate due to an infection. The implant was placed on the tooth # 28. Approximately one week after implantation, the implant was removed by dentist due to pain and infection. Pain disappeared after the implant was removed. Patient had type 2 bone quality. There was no bone loss. The implant was placed in the grafted site. There was no granulated tissue around the implant. There was no abnormality with the implant.